Event description:
Sureform 60 stapler malfunctioned during surgery. Two loads were fired successfully. When putting 3rd load in robot arm a message popped up saying the stapler would not engage and to reinstall. Tried reinstalling several times, also reloaded staple load, also tried new staple load. All were unsuccessful. A new sureform 60 was opened and worked.